Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was reported by a nurse to have given alert 01 (patient line open) and 02 (low flow). It was determined during testing that device functioned as normal, inlet pressure (ip) was -7.0 and flow rate (fr) was 1.8. They would continue preventive maintenance and inspect the fluid delivery line (fdl) using shunt. They would replace fluid delivery line (fdl) valves if needed, parts and price provided.

Event description:
It was reported that the arctic sun device was reported by a nurse to have given alert 01(patient line open) and 02(low flow). It was determined during testing that device functioned as normal, inlet pressure (ip) was -7.0 and flow rate (fr) was 1.8. They would continue preventive maintenance and inspect the fluid delivery line (fdl) using shunt. They would replace fluid delivery line (fdl) valves if needed, parts and price provided.

Manufacturer narrative:
The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be faulty fdl valves. However there was insufficient information to confirm this potential root cause. The instructions-for-use under baw2800261 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.